Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast reconstruction with two 450cc mentor memorygel breast implants, suffered several unexplained systemic symptoms, including breast implant illness, frequent heart palpitations, anxiety attacks, excessive sweating, daily bloating, stomach was hard, nauseous and feelings of passing out, swelling of the face to the point of no recognition, inflammation of the face, abdominal issues, redness in eyes, fatigue, and frequent sinus infections. The patient underwent bilateral removal without replacement on (B)(6) 2019. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This medwatch form is for the left breast prosthesis.